Manufacturer narrative:
This event was reported to the manufacturer through the (B)(6) registry. Based on internal clinical assessment the event was determined to be valve related. Device not explanted.

Event description:
A pvs25 was implanted on (B)(6) 2014 via median-sternotomy. On (B)(6) 2016, the patient developed svd due to bioprothesis degeneration with moderate regurgitation therefore a transcatheter valve replacement was performed.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. As the device was not explanted, no further investigation can be performed at this time, and the root cause of the event cannot be determined. However, based on the document review performed, no manufacturing deficits were identified. As reported in the scientific literature, structural dysfunction is a major cause of failure of bioprosthetic heart valves. The underlying pathological process is cuspal calcification. It is possible that the patient's clinical condition and risk factors (dyslipidemia), may have contributed to the structural valve deterioration observed in this valve; however, this cannot be confirmed as the root cause of the event.